Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient's pump had been beeping "for the last month or something". The rep looked at the pump and it was from 2009, and there was "no way that it is the pump beeping". Technical services advised the reporter to interrogate the pump and attempt to silence the alarm if the sound was actually the pump beeping. Technical services reviewed that they may need to consider pump explant if they were unable to silence the alarm. Additional information received on 2026-03-24 indicated that the rep interrogated the pump and end of service (eos) occurred, but there was no option to silence the alarm. Troubleshooting did not resolve the issue. Technical services reviewed that they may try to use the 8840 physician programmer but it may not work and the other option was to explant the pump. The rep stated that they were planning on explanting the pump but were trying to see if they could silence the alarm first. Additional information received indicated that the rep was told by technical services that the pump was not compatible with the tablets and was too old to be interrogated by the clinician tablet. Per technical services, the recent alarm was due to the "internal battery dying"/battery depletion. The pump had been "dead" for several years; normal battery depletion/end of service (eos) had occurred "years ago" due to therapy no longer being used. The rep stated that the patient had moved from texas to iowa and it was unknown if a permanent shut down had been done. The recent alarm type was unable to be confirmed with pump logs, as they were not able to interrogate the pump. They were not able to obtain an 8840 programmer to attempt interrogation of the pump. At the time of this report, the pump was still implanted and continued to alarm. A pump explant was planned. The rep had no further information to provide. The rep was instructed to report additional information, if obtained, and have the explanted pump returned to medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.